Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the light, esc, up and down buttons on the insulin pump were not responding. The customer did not recall any significant events leading to the keypad issue. He changed the battery but the keypad would not work. Blood glucose value was 127 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received no button response due to corroded keypad traces. The insulin pump has minor scratched display window, case at the display window corner and cracked reservoir tube lip.